Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture discovered during explant surgery; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to the patient¿s concern of the product. Healthcare professional reported during surgery ruptures were discovered. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.